Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
The tip of the multifire scorpion needle broke off in the patient. Unable to find the needle tip and the surgeon closed the patient. Part number was not provided at time of initial report. Additional information obtained 6/25/20: the needle was an ar-13995n (lot unknown) and was discovered broken prior to close. Unsure total number of passes with the needle but more than 5 at least. It was determined by the doctor that the tip was in the cuff and not in the joint. Surgeon took fluoroscopy to make sure he did not see anything in the joint. He attempted to retrieve the tip of the scorpion needle in the cuff but could not and decided to leave it and proceed with the case. Surgeon took a few x-rays so they are on medical record. The device was discarded in the sharps container after the case and will not be returning for evaluation.